Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (15 mg/ml at 4.991 mg/day), fentanyl (2400 mcg/ml at 798.6 mcg/day), and marcaine (17 mg/day at 5.657 mg/day) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The other medications that the patient was taking at time of the event were unable to be obtained. It was reported that catheter fracture was suspected by the hcp due to a fluid build-up near the back incision and catheter fracture was confirmed during surgery on (B)(6) 2016. The patient was not having any withdrawal symptoms to note, however an increase in drug dose did not relate to an increase in efficacy. A segment that included the catheter tip and a portion of the fractured catheter, as well as the sutureless connector segment of the pump piece, were explanted; the explanted segment was discarded. A portion of the catheter along the patient's side remains implanted as it could not be easily removed without undue risk to the patient. At the time of the report, the patient was alive with no injury and the issue had resolved. The event date is an approximate date. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.